Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, customer received a cartridge change error. There was an o-ring on the pneumatic tap, customer removed o-ring and was able to successfully load cartridge. There was no reported adverse impact to customer's blood glucose.